Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was contamination from the r1 drain. A siemens healthcare diagnostics inc. Technical service center (tsc) representative directed the customer to perform maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a higher result within the normal range was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.